Manufacturer narrative:
This report is submitted on may 21, 2021.

Event description:
Per the clinic, it was discovered that magnet has rotated during treatment resulting in the decision to reposition it surgically. The implanted device remains and additional information has been requested but has not been made available as of the date of this report.